Event description:
It was reported that during an unknown procedure, the cartridge had been taken off. The device could not be fired on the 2nd firing. It seemed that it might have occurred that knife reverse button was pushed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #714c05. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 714c05, and no non-conformances related to the reported complaint condition were identified.